Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a cracked connector on the returned drainage catheter was confirmed, and the cause appears to be use related. Pieces of the white luer adaptor had fractured away and were not returned for investigation. The fractured surface of the connector is jagged and granular. The returned sample showed evidence of use. Blood residue remained on the device and the rubber seal had been advanced over the indent. No damage was noted to the threads at the proximal end of the connector. Impressions were visible in the connector near the distal end of the fractured surface, which indicates that the connector had been grasped with an instrument, such as forceps, which most likely caused the connector to break. It was reported that catheter had been in place for 3 days before the crack was noted. A lot history review (lhr) of gfat3122 showed no other similar product complaint(s) from this lot number.

Event description:
Per sales representative, facility reported that a universal drain catheter had a cracked hub and had to be removed from the patient. No other information was provided. No patient injury reported.